Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) was not authorized by customer to evaluate the unit. The customer inspected the device and performed testing. The unit passed short self testing and the customer put unit back into service.